Event description:
Related to MFR #: 2183959-2015-00082. It was reported that following a sparc sling implantation the patient experienced moderate difficulty emptying bladder and urinary tract infection, presenting "to the emergency room with urinary retention and was discharged with a foley plug." The patient returned to the clinic for trial void and medication for urinary tract infection was prescribed on (B)(6) 2014. The patient stopped self catheterization "since her urine residuals were less than 50ml" and the urinary retention was considered resolved/recovered with no sequelae as of (B)(6) 2014. However, the urinary tract infection medication was continued "despite negative culture." There were no further patient complications reported as a result of this event.